Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the clinic, the patient had no complaints with the device. The device was electively explanted on (B)(6) 2020. The patient was reimplanted with a new device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 31, 2020.